Event description:
Caller reported that the pump battery was depleting too rapidly, leading to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the issue through pump history and arranged for a replacement pump. The customer was instructed on how to store and return the faulty pump.